Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling placement procedure on (B)(6), 2011. There were no complications during this procedure. According to the complainant, the patient experienced erosion, pain, and dyspareunia post procedure. The exact nature and date of onset of the pain and dyspareunia are unknown. On (B)(6), 2011, the patient presented with erosion on the left side of the vaginal fornix. There was no dehiscence. On (B)(6) 2011, the eroded portion of the mesh was trimmed. One-2 cm of the mesh was removed and there were no complications during this removal. On (B)(6) 2011, there was no evidence of erosion and the patient did not present with any other symptoms. The patient has not seen the physician since this date and there is currently no medical intervention planned. It was reported that the patient did not have any relevant medications or preexisting medical conditions that could have contributed to this event. The patient's current condition is unknown.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling placement procedure on (B)(6) 2011. There were no complications during this procedure. According to the complainant, the patient experienced erosion, pain, and dyspareunia post procedure. The exact nature and date of onset of the pain and dyspareunia are unknown. On (B)(6) 2011, the patient presented with erosion on the left side of the vaginal fornix. There was no dehiscence. On (B)(6) 2011, the eroded portion of the mesh was trimmed. 1-2 cm of the mesh was removed and there were no complications during this removal. On (B)(6) 2011, there was no evidence of erosion and the patient did not present with any other symptoms. The patient has not seen the physician since this date and there is currently no medical intervention planned. It was reported that the patient did not have any relevant medications or preexisting medical conditions that could have contributed to this event. The patient¿s current condition is unknown.

Manufacturer narrative:
The complainant reported that the device was not used past its expiration date.